Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "while performing a right ankle fusion, the end of a drill bit broke off inside the patient. It was decided by the surgeon that the benefit of retrieving the piece did not outweigh the risk so it was left in the right foot".

Event description:
As reported: "while performing a right ankle fusion, the end of a drill bit broke off inside the patient. It was decided by the surgeon that the benefit of retrieving the piece did not outweigh the risk so it was left in the right foot".

Manufacturer narrative:
The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided. The investigation revealed the following: going through the latest IFU (information for use) and operative technique, the valor ankle fusion kit does not include a drill bit with the specified dimensions. There is also no indication that a drill bit of these dimensions should be used for valor ankle fusion. Further research has revealed that stryker offers a drill bit with these dimensions in a different system. Due to the missing information regarding the article and / or lot number, it is also unclear whether a tool from our company was used. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Although the issue is most likely an off label use, the root cause could not be conclusively determined. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.